Manufacturer narrative:
Device passed displacement test, prime/seating test, basic occlusion test, force sensor test, active current measurement, sleep current measurement, and occlusion test. Device received pump error 25 due to lithium battery not plugged in properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 400 mg/dl at the time of incident. Customer stated that the insulin pump had power error detected. Customer was able to successfully clear the alarm and was able to complete insulin pump rewind. Customer also stated that the notification light did not immediately stopped flashing. The customer was advised that the insulin pump needed to be replaced and was recommended to refer back up plan. The insulin pump will be returned for analysis.